Event description:
Reportedly, valve explanted after 1 year implant duration due to aortic insufficiency. At explant the explant surgeon noted a suture (that most likely occurred during implant of the valve) that had caught one of the struts and compressed the commissure of the valve, which prevented the valve from closing properly. No valve to be returned for eval. No further info available.

Manufacturer narrative:
Device not returned.